Event description:
During remote monitoring, episodes of oversensing resulting in instances of fast atrial fibrillation being interpreted by the device as ventricular fibrillation were observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.